Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If the mid-joint is retracted through the friction lock, resistance will likely be experienced while advancing the device through its introducer sheath. During functional testing, the smart coil was able to advance through its introducer sheath with resistance experienced while advancing the pusher assembly mid-joint through the introducer sheath friction lock. The smart coil was then advanced through a demonstration microcatheter without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid-posterior communicating artery (icpc) using a penumbra smart coil (smart coil). During the procedure, the physician introduced a non-penumbra catheter and placed ten smart coils and twenty two non-penumbra coils in the target vessel successfully. As the physician advanced a new smart coil at the hub of the microcatheter, resistance was encountered and noted that the smart coil was stuck in the hub. Therefore, the smart coil was removed. The procedure was completed using three additional smart coils, five other coils and the same microcathter. There was no adverse effect to the patient.